Event description:
The caller reports the inform ii base unit was sparking and "hissing." No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The device has been investigated; there were no signs of an electrical short. The investigation did confirm buzzing during the charging process.